Manufacturer narrative:
(B)(6) at (B)(6) reported that a t510 (sn: (B)(4)) in or 5 has a cracked blue handle and a small piece fell onto the sterile field. No injuries or subsequent issues were reported. A hill-rom service technician repaired the handle and noted that it appeared as if something hit the handle causing the damage.

Event description:
Trumpf received a report stating, "during use a small piece of plastic originating from a crack in the light head plastic handle dislodged and fell onto the sterile area." No injury was reported. The complaint was documented in our complaint handling system.